Manufacturer narrative:
Insulin pump received with high active current measurement ( jabil elec.), problem isolated to pcb 1. Pump passed displacement test, sleep current measurement and self test. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
The customer reported via phone call that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the they check the alarm history for the replace battery now alarm and found replace battery alarm. The insulin pump will be returned for analysis.